Manufacturer narrative:
Follow-up #1 (09/23/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed on (B)(6) 2011 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on approximately (B)(6) 2011. The patient contacted lfs to report her readings were inaccurately high compared to her normal readings and feelings. The patient did not wish to continue answering questions regarding the complaint and disconnected. The patient called back on (B)(6) 2011 to report the same alleged complaint with the subject meter. The patient reported that she manages her diabetes with metformin and just recently has started taking a januvia pill also. The patient claimed she received readings of "180's mg/dl" in the am and "290's mg/dl" in the pm which she considers are higher than her normal readings ("130's mg/dl range"). The patient reportedly skipped her medication in response to her high readings and began to develop symptoms of "shaking and sweating" after the alleged issue. The patient could not recall how much time had elapsed between the alleged inaccurate result and the onset of the symptoms. The patient stated that she contacted her doctor via phone for advice approximately 4 days later and was told by the doctor to discontinue using the subject meter. The patient also claimed that the doctor changed her diabetes medication from amaryl to januvia. At the time of troubleshooting, the cca noted that the subject meter's unit of measure was set correctly but the patient did not have any control solution to check the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.